Manufacturer narrative:
The RMA was authorized but not received, thus no confirmation or investigation of the complaint was possible. As part of resolution, the RMA was authorized for sensor and transmitter replacement. B4. Date of this report 26 march 2025 g3. Date received by the manufacturer? 26 march 2025 h3. Device evaluated by manufacturer? No h6. Medical device problem code updated to 3005 h6. Type of investigation updated to 4114 h6. Investigation findings updated to 3221 h6. Investigation conclusions updated to 67.

Event description:
Senseonics was made aware of an incident where the patient received "low sensor temperature alert" when she was outside with multiple jackets and doing sports. It was around 10 degree celsius at that time. It cleared when she was back home after 30 minutes. However the alert kept appearing. The issue was escalated to next level support who authorized a return material authorization (RMA) for the sensor and transmitter replacement due to possible deviation in the system performance from the normal behavior.

Manufacturer narrative:
The manufacturer is currently performing investigation and results will be provided in a supplemental report.